Manufacturer narrative:
On (B)(6) 2022, mentor became aware that an error was submitted in the initial report. The device involved in this report is labeled for single use per mentor's use instructions. Manufacturer¿s reference number: (B)(4). In the initial report, "h5. Labeled for single use?", should have been 'yes'.

Manufacturer narrative:
On march 10, 2022, the mentor analysis lab received the medical device for evaluation. Additionally, the device's size, type, and identification numbers were acquired. Device: 225cc mentor smooth round moderate profile saline breast implant: catalog: 3501630, lot: 7368711. Using the provided lot number, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An evaluation was completed on march 22, 2022. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 73-year-old female patient underwent a breast augmentation revision surgery with implantation of an unknown (B)(6) breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade IV capsular contracture. As a result, the patient underwent removal and replacement with an unknown mentor breast implant prosthesis on (B)(6) 2021. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-01624 for the contralateral event.